Manufacturer narrative:
H10: review of installed heater cooler 3t systems at customer site revealed that serial numbers (B)(6) are in service currently. For both devices no further similar issues have been previously reported since their installation in 2019 and 2013 respectively. Based on investigation results of similar complaints and on device service manual the components to be inspected and that can led to the reported fault are the pump, the main circuit board (cpu) and the distributor board. Taking into account that the device is now working properly again, it cannot be ruled out that the most likely root cause was a temporary electrical failure of one of the board and/or a false contact between the pump and the distributor board.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler displayed an error meaning patien pump uses too much power (e21) during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4. The serial number is unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in germany. Through follow up with the customer livanova was informed the 3t heater cooler is working again and the order will be closed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.